Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open brown (-5v) and orange (+5v) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable.